Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. It was also reported that the right ventricular (rv) lead exhibited a lead fracture, which was confirmed, and high out of range impedance in both uni and bipolar configurations. It was also reported that rv lead exhibited no capture in either uni or bipolar configurations. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.